Manufacturer narrative:
Intuitive surgical, inc (isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 uses remaining after the last use. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a ¿rope¿ of the prograsp forceps instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the frayed grip cable to be related to the customer reported complaint. For clarification, the prograsp forceps instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The pulleys and other cables exhibited no damage. The housing was removed from the backend and no damage was observed. The root cause of the frayed grip cables at distal instrument attributed to a component failure.